Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer was advised that if error continually occurs to replace the breath delivery (bd) to graphic user interface (gui) cable. The customer informed covidien that the unit has been running for a couple of days with no issues. The customer to complete self testing and place ventilator back in service. Covidien was not authorized to service the ventilator.

Event description:
The customer reported an 840 ventilator with a loss of communications. The ventilator was not on a patient at the time of the event.